Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a highest blood glucose of 607 mg/dl and prolonged elevation, and observed insulin pooled inside the pump¿s cartridge housing consistent with a cartridge seal or seating issue; the user had been connecting the cartridge to the adapter before inserting it into the pump, and education on correct cartridge loading and locking was provided along with collection of the cartridge lot number. Symptoms included shortness of breath, dizziness, and nausea, and ketone testing was positive with elevated urine glucose. Outcomes included an emergency room visit where the user received intravenous insulin and fluids, then was discharged and planned to resume pump therapy after rest. Investigation included user interview, event documentation, and troubleshooting with education on proper cartridge insertion and locking. Investigation of this case revealed that incorrect assembly leading to improper cartridge engagement and resultant insulin leakage within the pump housing was the likely mechanism, consistent with a device use error affecting the cartridge and pump housing interface. It was concluded, based on previously established findings for similar reports, that the cause was user technique error during cartridge installation.